Event description:
The customer reported observing a leak around the closed tube sampling (cts) blade wash station of a unicel dxc 800 synchron system. The customer noted that a rack from the system was wet when removed. No erroneous results were generated and there was no change to patient treatment in connection with this event. The customer was wearing personal protective equipment during the event and no exposure or injury was reported. Beckman coulter field service engineer (fse) was dispatched and flushed the cts vacuum valve and line with bleach. Fse replaced the fitting going into waste manifold and repair was verified per established procedures.

Manufacturer narrative:
Evaluation code - results code - (other): fitting going into waste manifold was replaced. (B)(4).